Event description:
On 11/21/2005, the lay patient contacted lifescan alleging that his one touch ultra smart meter was reading inaccurately erratic. On 11/21/05 at 7:30 am, the patient obtained results of 350 and 33 mg/dl on the reported meter within 10 minutes of each other. The patient retested and obtained a result of 84 mg/dl. After use of the meter, the patient felt sweaty and shaky. He took no action to affect his blood glucose level following use of the meter. The patient tested his blood glucose with a doctor's meter; however, the time of testing relative to the reported meter testing and the result obtained were not provided. The customer service agent (csa) walked the patient through two, consecutive control solution tests; the results of 152 and 167 mg/dl fell outside of the specified control solution range (102-138 mg/dl). The meter, test strips, and control solution were replaced.